Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted visual inspection and force sensor functionality evaluation of the returned device. Visual analysis of the returned catheter revealed a reddish material inside the pebax and a hole on the surface of the thermocool® smart touch® sf bi-directional navigation catheter, in the pebax area. Force sensor testing was performed, in accordance with bwi procedures. The catheter was working correctly, and no force issues were detected during the analysis. However, the hole at the pebax with reddish material inside it could be related with the force issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. On the other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # : (B)(4).

Event description:
A patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that when radiofrequency (rf) energy was delivered, the force readings with the thermocool® smart touch® sf bi-directional navigation catheter read "hi". Just prior to and after rf delivery, only 5 grams of force was displayed, on the carto 3 system. Prior to calling, the ablation cable and the indifferent electrode were exchanged, without resolution. The caller was advised to exchange the thermocool® smart touch® sf bi-directional navigation catheter and this resolved the issue. The case was continued successfully. The issue was catheter related. The carto 3 system is operating per specifications. The customer¿s reported hi force issue is not MDR reportable since the issue is highly detectable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. On 23-july-2021, the bwi product analysis lab received the complaint device for evaluation. On 23-aug-2021, visual analysis of the catheter found a hole at the pebax area and a reddish material inside of it. This finding of a ¿hole¿ in the pebax is considered an MDR reportable malfunction since the integrity of the device was not maintained. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 23-aug-2021 and reassessed it as MDR reportable.